Event description:
It was reported by service report that the zoom on the stretcher was going too fast. It is unk to the customer if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Service technician could not duplicate the alleged failure. According to the service technician's evaluation, the unit operated to specification.